Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/19/2025. Additional information: h6. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported in (B)(6) 2025 2d data matrix barcodes could not be scanned. It's reported that 2d data matrix barcodes on the package could not be scanned which make trouble on customer's warehousing work. As they manage product on package level. And they feedback the text on the package is not enough, they still want to scan the 2d data matrix barcode. Changed another one, the same problem happened. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/15/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - were there patient consequences? If yes, please explain. --no. - any photos of the label available for visual analysis? --no photos. - if it becomes available in the future, please provide lot number. --unknown. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.